Event description:
Per the clinic, the patient experienced a decrease in performance and subsequent loss of connection to the internal device. It was confirmed (date not reported) that the array was partially extra cochlea. The patient underwent revision surgery (date not reported) to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.